Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds at implant. The physician chose to leave the lead in place due to excellent sensing and stability of lead position. Thresholds decreased slightly post-implant but then rose back up. The atrial outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).